Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) exhibited increased capture thresholds that resulted in loss of capture after release due to suspected microdislodgement. The lp was retrieved and replaced. There were no patient consequences.